Manufacturer narrative:
Additional product code: hwe, hsz, gff. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021 during the procedure the 2.5mm drill bits was broken. Procedure was completed successfully without any surgical delay. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 2 of 2 for complaint (B)(4).